Event description:
Pt had a port a cath placed in 2004. In 2006 the line was not able to be flushed. Chest x-ray revealed that the catheter was separated from the port and was migrating into the right ventricular outflow track. On the next day the catheter was surgically removed. When removed it appeared that the catheter separated directly from the port with no signs of tearing or fracture.